Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Dysfunction implantation: (B)(6) 2012.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming. With programmer 82-3126, serial number (B)(4), the valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot cmnch2, conformed to the specifications when released to stock in (B)(6) 2011. No root cause could be determined as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.